Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo m00967.

Manufacturer narrative:
The customer was asked to repeat testing on echo m00966 using lot 221087. Negative results were obtained. The customer also performed testing on m00967 using lot 221086. Positive results were obtained. No product or patient sample has been submitted for investigation. The customers vial of indicator cells may have become compromised. Replacement product was provided.